Event description:
It was reported that the patient underwent a posterior cervical surgical procedure. It was reported that sometime post-op the rod fractured. No patient injury was reported. A revision surgery is being considered but not yet scheduled.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.